Event description:
Pt had original breast augumentation on 4/13/93 in this institution. Recently she noticed a marked loss of volume on the left side. Pt elected for removal. Implant was noted to be deflated with only a minimal amount of fluid still present in implant. Pt noted that volume decrease was gradual in nature.